Event description:
Procedure: "laparo rectum". Reportedly, during the fourth firing of the stapler, a part became exposed from the joint of jaws and shaft, and the handle stopped. The surgeon could open the jaws safely, but could not remove the device through a trocar due to the exposed part. The surgeon then cut the part with a wire cutter, and then removed the device through the trocar. The part did not fall into the patient cavity and this caused no damage to the patient tissue. The staple line was then treated with a similar stapling device. The case was delayed more than 30 minutes due; however, there was no bleeding, no reported tissue damage apart from the above extension of the incision. The patient was in good condition after the surgery.

Manufacturer narrative:
Note: this incident was originally reported via asr. However, additional information received 5/22/2007 now indicates that an adverse event MDR should be filed.